Event description:
A pt reported they were unable to receive an accurate reading on their one touch basic meter due to their meter allegedly not powering on. Pt reported having no symptoms. There was no result on their meter as the pt was unable to test. The pt reportedly was able to test on another meter (unknown type) and received a blood glucose result of 290 mg/dl. Treatment was pt's medication for diabetes. No further info has been reported. No serious injury or allegation of harm.